Event description:
It was reported that while physician was using the instrument to impact implant the instrument fractured. There was no impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical products: item#: 00-5049-035-01, compact vacuum cement mixing system; lot#: 65058741. Item#: 405883, unknown glenoid; lot#: 180520. Item#: 405889, comp rvs 2.7mm dia drl; lot#: 062440. Item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 228850. Item#: 113625, comp primary stem 5mm mini; lot#: 944390. Item#: ti-115313, comp vrsdl glnspr 36mm +3 ti; lot#: 354850. Item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 499050. Item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 971460. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 336850. Item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 821210. Item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 464670. Item#: 110031413, hmrl tray +3 +10 ti; lot#: 64352534. Item#: 110031424, hmrl bearing 36 mm std vite; lot#: 64980822. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6 visual examination of the provided picture identified that the tip of the impactor is broke. Part and lot numbers could not be identified. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.